Event description:
It was reported that while attempting to treat a calcified lesion in a tortuous lad, the guide wire was extended very far distally in the vessel, and a balloon catheter was advanced over it, leaving a small segment of the guide wire extended out from the distal end of the balloon. As the proximal end of the guide wire was being withdrawn, the distal end of the guide wire did not move, so the devices were removed together as a unit. Upon inspection outside of the pt, the coils were stretched and the core wire had separated. No pt injury was reported.